Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient had 2 strokes following the watchman procedure. There were no other complications reported.

Manufacturer narrative:
Date of event: estimated as the aware date since unknown.